Manufacturer narrative:
K111959 PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. When additional information/investigation results become available, results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with histoacryl clear skin adhesive. The customer reported "we are seeing multiple tubes that are cloudy and not clear." Further information has been requested.

Manufacturer narrative:
Investigation samples received: (B)(4) open pouches (contain an unopened ampoule each one). Analysis and results: there are previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received six open pouches (closed ampoules) showing ampoule leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point.. We have conducted a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen. CAPA number: ak201730130.